Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that an impedance test was also ran and electrode 8 is showing avoid high impedance of 25k. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient programmer got locked out during charging, reading ¿settings not available¿. The patient was attempting to charge the device when the programmer read this message; they were not trying to make a setting adjustment. This issue was resolved after 24 hours. Additional information from the healthcare professional (hcp) reported there was no patient death, the event was not life threatening. The event did not cause permanent impairment, there was "noin" patient or prolonged hospitalization, no surgical intervention, and no foetal distress. The hcp noted the patient programmer locked the patient out of adjusting setting as ¿setting not available¿ while charging, report of ¿tearing sensation¿ down patient left leg at the same time, which was resolved after 24 hours. It was noted the event was not related to the study procedure, and possibly related to the lead contacts 0-7 and 8-15. The event was not related to the external device and possibly related to the spinal cord stimulation therapy. It was noted that electrode 8 was out of range, no programming was setting for electrode 8. The patient noted there was intervention and the device interrogated and reprogrammed. It was noted the outcome was resolved on (B)(6) 2019. It was noted there was painful stimulation. There were no further complications that have been reported as a result of this event.